Event description:
The manufacturer received information alleging a patient experienced a ventilator service required while using a trilogy evo device there was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy evo device was returned to the third-party service center for evaluation, and the customer¿s complaint was not confirmed because the device did not come in with the detachable battery. During the evaluation it was noted that an error code, event battery not charging (e-059), was observed in the device's error log for this device. The third-party service technician used a "gold" battery to test the device and found the device was working in parameters. In conclusion, there was no part(s) replaced and/or repair made to the device for this reportable issue. Additionally, during the service of the device, the air inlet foam filter needs replaced for preventative maintenance unrelated to the reportable issue. One of the in-line filter needs replaced for contamination unrelated to the reportable issue.